Event description:
Deputy leader of the surgery department, reported via our sales rep, during surgery, the locking attempt failed with the target device.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.